Manufacturer narrative:
Device is as combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery in the ostial of the first diagonal branch. A 32 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery in the ostial of the first diagonal branch. A 32 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is as combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the 5th distal stent row were noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. An examination of the bumper tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.